Event description:
The facility reports they were lifting the resident out of the bed to the wheelchair. During the transfer, the left clip detached, and the resident started sliding down. The resident's leg became stuck on the lift and stopped the resident's fall. No injuries were reported.

Manufacturer narrative:
The lifter involved was investigated on-site, and was found to be working to OEM specifications. No allegations have been made with regard to a technical malfunctioning of the lift device. Pictures of the sling involved were sent to the manufacturer, which showed the sling to be in an acceptable condition. The sling was indicated to be an extra-large sling, which appears to be too big a sling for this patient. The patient's condition is described as "totally dependant"; no indication is present that the patient is prone to or has had spasms during transfer. No indication was made in the customer's report that the clip became detached. Rather, the event is described as "l[eft side leg] strap was not latched." Both the lift device's operating and product care instructions, as well as the guidelines for use of the sling clearly state that, before lifting the resident, the clips shall be put in place and the clips and straps shall be under tension. Based on the information gathered and the investigation and evaluation performed, the manufacturer concludes the resident in this incident did not drop out of the sling as a result of clip detachment, but from non-attachment. The lift opi and sling guidelines clearly indicate the correct procedures which prevent this from occurring. It is the manufacturer's opinion that the root cause for the event is a user error. The customer's incident report indicates that carers have already been reminded to make sure the clips are in place. However, the manufacturer strongly endorses the full re-training of staff against the latest opi.